Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2024-0000431. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a colonoscopy with possible polypectomy, the image went black and both b30 and e216 communication errors occurred. The physician had to remove the camera blindly from the cecum and proceeded to troubleshoot. The customer cleared the errors by shutting off the tower, but they kept occurring with any scope that was connected. It was confirmed that the scopes worked normally in other towers. The customer also stated that they had cleaned the contacts of the scopes prior to plugging them in. Once a second scope was available, after a 30-minute procedure delay under anesthesia, the physician re-inserted the second scope and continued the case. The case was completed as intended with the second scope. No medical intervention was required, and the condition of the patient was not impacted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported image issue (black image) and b30 error likely led to the procedural delay. However, the subject device was not returned to olympus for evaluation; therefore, the device failures were not confirmed, and the root cause could not be determined. This supplemental report includes a correction to g2 and h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.